Manufacturer narrative:
A ge service representative performed an onsite investigation. The wires in the cord cap were tightened. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that a short in the power cord intermittently prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.